Manufacturer narrative:
Device display properly and no missing segment/partial display anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm, reset alarm, time/clock anomaly or rewind anomaly noted during testing. No moisture damage electronic assembly during inspection noted. Device had stripped battery cap coin slot . The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had dimmed and cloudy screen, condensation under screen making it harder to read. Customer also stated that battery cap was chipping, had frequent unexplained no delivery alarms, had to replace batteries every 2 to 3 weeks, had to rewound more than once per reservoir change and had to reset the date or time after battery change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.